Manufacturer narrative:
Neither the part nor any imaging was available for evaluation. According to information provided, the patient had 2 previous spine surgeries that failed, a laminectomy at l2/3 in (B)(6) 2011, and a laminectomy from l3-l5 in (B)(6) 2014. The protex rods in question was placed in (B)(6) 2018 as part of a bilateral construct from t3-pelvis. A signature peek spacer was placed at l2-l3, a lateral peek spacer at l3-l4 and l4-l5, and bilateral rise spacers at l5-s1. Creo pedicle screws were utilized from t4-pelvis and creo offset hooks at t3. It was also noted that based on the x-rays taken in (B)(6) 2023 and (B)(6) 2023, the rod was fractured before a fall in summer 2023. Since no parts were returned and no images provided, no determination could be made as to the cause of the reported issue.

Event description:
It was reported that a revision was completed for a protex rod that was found broken in the patient post operatively.